Manufacturer narrative:
(B)(4). Insulin pump passed sleep current measurement and active current measurement. Pump received error due to connector resistance issue. Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p cap reservoir will not lock properly due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had power error alarm and crack in case. The notification light did not stop flashing immediately. Customer was clear the alarms. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.